Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the jiggling of the closed and locked door, which resulted in its failure. A field service engineer replaced the latch and applied grease to microswitches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had tower door failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.